Event description:
A caller reported a pump malfunction, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue repeated.